Event description:
Healthcare professional reported, right-side, nodule, and recall. Later, patient reported, capsular contracture. Healthcare professional confirmed capsular contracture baker grade IV and "prosthesis is always cold." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, recall, nodules, "prosthesis is always cold"